Event description:
It was reported by the rep that the (1) er420 was used during an unk procedure. It was reported that the instrument would not form clips on the tissue. A second device was opened to complete the case without incident. There was no consequence to the patient.